Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. A picture was received; however, the reported condition could not be confirmed based on the photo. Because the sample was not provided for evaluation the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If sample is received at a later date the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when he spikes the food can, the liquid leaks at the junction of the spike and the tubing. The customer tried more sets from the same case and had the same issue with those sets. There was no harm to the patient.